Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level was 28 mmol/l. Insulin pump had multiple insulin pump errors. Customer was able to clear the alarm but did not received request to rewind the insulin pump. Customer stated that the insulin pump had blank screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.